Manufacturer narrative:
The zoll catheter in complaint was disposed by the customer and will not be returned for investigation. Therefore, a physical investigation was not performed. The catheter lot number was not retrieved and a historical review of related complaints was not performed.

Event description:
It was reported that the patient was inserted a quattro catheter, and after about 10 hours into ivtm therapy, the thermogard console displayed an air trap alarm. After inspection, the saline bag was observed empty. No physical signs of leak was observed on the floor and on the patient's bedside. The issue was resolved after the hospital personnel replaced the saline bag and exchanged to another quattro catheter to complete the ivtm treatment. No adjunctive temperature management was performed. No known impact or patient consequence was reported. Additional information stated that the removed catheter was tested by the hospital personnel by flushing with saline solution, and leak on the proximal end of the 2nd catheter balloon was identified. Per the clinical field specialist, the customer was unable to take photograph of the removed catheter and the site of the reported leak, and the catheter was disposed. No further information was provided.